Event description:
As reported, closing failed with the use of the 5f exoseal vascular closure device (vcd). There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, closing failed with the use of the 5f exoseal vascular closure device (vcd). There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile vascular closure device 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the deployment lever on the device was pressed, and the plug was not present in the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. The reported event of plug inability to achieve hemostasis was not observed through analysis of the returned device since the device was received fully deployed and due to the nature of the event, since patient involved failures cannot be duplicated in the lab. The device was received fully deployed with no plug returned. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. R: 3221 (c20). C: 4315 (d15).